Event description:
The customer reported that the joystick stuck error messages displayed on c-arm after boot up. The joystick does not work.

Manufacturer narrative:
The ge service rep removed and replaced the rui console. The system boots up with no error messages. System tests and checks out ok.